Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 350cc saline breast prosthesis, cat. #3502350, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old (B)(6) female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 350cc saline breast prosthesis that deflated after implantation. Deflation was diagnosed during a physical examination. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
The lot number originally reported for the device (lot # 6679837, catalog #3502350) does not match those of the device received by mentor (lot #6774312, catalog #3502350). Multiple attempts have been made to obtain lot number clarification, but no further information has been made available. Because lot number clarification cannot be obtained, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As a result, we are closing this investigation. If wrong product clarification is received in the future within the laboratory product retention period, we will perform the investigation as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/06/2018, the device history record (DHR) for lot number 6774312 was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The manufactured date of lot number 6774312 is 10/25/2013, which is after the reported implantation date of (B)(6) 2013. Mentor will report this information as received by the initial reporter as-is. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/02/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 04/02/2018, mentor became aware that the patient received mentor memorygel breast implant 450cc gel breast prostheses replacements after explantation. On 04/19/2018, mentor discovered that the lot number engraved on the returned device is 6774312. This lot number is different than the originally reported lot number 6679837. Mentor will report the lot number of 6774312 (the # found on the received device) as the correct one for this event. Serial number is currently unknown. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).